Event description:
Received a report from fuji medical that one of their customers found cracked hydrophobic canister covers in their stock. Product was not used on a pt.

Manufacturer narrative:
Customer was unable to report exact lot number of suspect product, but was able to report a range of lot numbers. Upon investigation of DHR, we are concluding that it is most likely lot 20090925. Investigation results/conclusion: lot 20090925 used lids produced may 2009. During that run, mold bh115 was running on three of four cavities (cavity e froze off). There are no records indicating why or who authorized that to occur. Lot 20091005 used lids produced september 29-30, 2009 which were run under temporary deviation. Lot 20091019 used lids produced october 8, 2009 and october 15-16, 2009, which is during, and immediately after revalidation that addressed the aforementioned temporary deviation. In the absence of evidence of the contrary, and since there are no cavity e samples involved in this complaint, I am concluding it is probable that complaint (B)(4) is product made under lot 20090925, the same as (B)(4), received (B)(6) 2011, and further, that the most probable root cause is excessive molded in stress. Date of this report: (B)(4) 2011.